Manufacturer narrative:
The customer reported that the pacer button was not working. The unit was evaluated at philips and the symptom was verified. The pacer keypad assembly was replaced which resolved the reported issue.

Event description:
The customer reported that the pacer button was not working.